Manufacturer narrative:
Ins is still implanted. (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported they met with the patient on (B)(6) 2019 to attempt to clear a power on reset (por), but the ins was not holding a charge after clearing the por. It was unknown if surgical intervention was planned or scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated her device wasn¿t holding a charge and that her device had not been charged in several months and she had been unable to turn her device on for several months. It was noted that there was an overdischarge event in the past that could be related to the event. The rep reported that after the overdischarge, the device held a charge for one week after, but then wouldn¿t hold a charge and she had to charge all day long to use her device. The patient was scheduled for a follow up with a rep on 2019-02-06. The issue wasn¿t resolved. No further complicationswere reported.